Event description:
A report was received that a patient was experiencing a loss of stimulation and the lead displayed high impedances on multiple contacts. The patient underwent a lead explant procedure where the lead was found to be fractured at the anchor site. The lead was replaced and the patient is now reportedly doing well.

Manufacturer narrative:
The returned lead was analyzed and the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture locations.

Event description:
A report was received that a patient was experiencing a loss of stimulation and the lead displayed high impedances on multiple contacts. The patient underwent a lead explant procedure where the lead was found to be fractured at the anchor site. The lead was replaced and the patient is now reportedly doing well.